Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient had not recovered and pd therapy with physioneal 2l 1.5% (2 times daily) and physioneal 2l 2.5% (2 times daily) was scheduled to be started with antibiotic treatment. Ongoing. No additional information is available.